Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same event. The other is (B)(4). Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the surefire scorpion needles (lot:#10174677, (B)(4) qty:1; lot:#10166813, (B)(4) qty: 3) were noticed to be bent when exiting the trap door. The surgeon stated that they "felt" different. Two needles (lot:#10166813, (B)(4) and 10113253, (B)(4)) broke off inside of the patient and were unable to be retrieved. Follow-up investigation: all six needles were used in the procedure. Surgeon attempted to retrieve the broken needle tips using a scope and arthroscopic instruments. No x-rays were taken. Two of the needles, lot#10166813, were noticed bending during suture passing attempts. Surgeon then used a needle from lot#10166813, then another rom the same lot. Then a needle from lot#10174677 and another from lot# 10113253. The case was completed in the standard fashion. Needles were used with an ar-13997sf, lot: 54411.